Event description:
It was reported that the patient underwent a posterior fusion surgery using rhbmp-2/acs on multiple levels with instrumentation. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4) (pseudoarthrosis); (B)(4) (persisting back pain); (B)(4) (revision surgery). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient underwent the following procedures: posterior decompression laminectomy, l3, with fusion using bmp, l3 to l5. As per-op notes: a c-arm was used to identify levels and spinous process of l3 was identified. The patient had the lateral gutters prepared for bmp and they were burred and bmp was placed in each lateral gutter. On (B)(6) 2009: patient underwent MRI lumbar spine with and without contrast. Impression: disc disease greatest at l3-4 with disc desic cation, moderate diffuse annular disc bulging and degenerative endplate changes. Mild central canal narrowing. Moderate foraminal narrowing. Postsurgical changes. On (B)(6) 2009: patient presented with following pre-op diagnosis: spinal stenosis, l3-4 with bulging disk. Patient underwent the following procedures: posterior decompressive laminectomy, l3 and l5 with instrumentation using rod from l2 to l4. On (B)(6) 2010: patient underwent CT scan lumbar spine without contrast. Patient status post interval l2, l3 and l4 posterior instrumentation with fracture involving right l4 pedicle screw, and distal aspect of right l4 pedicle screw appears to lie outside the pedicle cortex. Possible loosening versus prior screw tract involving proximal left l4 pedicle screw. On an unknown date, patient presented with following pre-op diagnosis: back pain, l4-5 non union, failed back. Patient underwent the following procedures: hardware removal l2-l5. Fusion, l2-s1. Review of systems revealed patient positive for back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.